Event description:
Account stated that the head up or down would not work on this bed unless the account raised the hi/low up a few inches. No pt impact.

Manufacturer narrative:
The account did not check the power control module. Account stated that they had the same problem in the calibration procedure; the pump runs but no function. There were no...